Event description:
Event description boston scientific crm received information that this chronic right atrial (ra) lead was fractured and was surgically abandoned. A new lead was successfully implanted and with the existing device. This device is included within a subset of devices affected by a physician communication regarding the insignia microcrystal failure mode 2 ((B)(6) 2005). This device has not displayed any advisory symptoms and will remain implanted with normal follow up.

Manufacturer narrative:
This chronic lead was surgically abandoned and successfully replaced. The chronic lead remains in the patient and will not be returned. No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received that this lead was laser extracted and explanted during a recent device replacement procedure for normal battery depletion. This lead had not been received. No additional information is available at this time. If additional information becomes available, this report will be updated.